Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The target lesion was located in the right brachial vein, shunt. Ipsilateral approach was obtained via elbow and the 4f sheath was inserted. The physician crossed the lesion with the 8.0 x 40/80 sterling otw balloon. The 8.0 x 40/80 sterling otw balloon was inflated 5(five) times to six (6) atm each. Angiography was performed, it was noted that the lesion was not fully dilated, and the sixth inflation was performed to 6 atm for 180 seconds. Upon deflation, it was unable to deflate the device. Using syringe connected to three way stopcocks, negative pressure was applied, contrast media was slightly suctioned, and then it was attempted to remove the device from the sheath, but failed. It was noted that the contrast media gathered in the balloon distal part. The physician attempted using a 24 g needle and ruptured the balloon on purpose. During withdrawing of the device from the sheath, severe resistance was encountered. However, the lesion was dilated to some extent and the procedure was closed without any further treatment. The patient condition was noted as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The target lesion was located in the right brachial vein, shunt. Ipsilateral approach was obtained via elbow and the 4f sheath was inserted. The physician crossed the lesion with the 8.0 x 40/80 sterling otw balloon. The 8.0 x 40/80 sterling otw balloon was inflated 5(five) times to six (6) atm each. Angiography was performed, it was noted that the lesion was not fully dilated, and the sixth inflation was performed to 6 atm for 180 seconds. Upon deflation, it was unable to deflate the device. Using syringe connected to three way stopcocks, negative pressure was applied, contrast media was slightly suctioned, and then it was attempted to remove the device from the sheath, but failed. It was noted that the contrast media gathered in the balloon distal part. The physician attempted using a 24 g needle and ruptured the balloon on purpose. During withdrawing of the device from the sheath, severe resistance was encountered. However, the lesion was dilated to some extent and the procedure was closed without any further treatment. The patient condition was noted as good.

Manufacturer narrative:
Device evaluated by manufacturer - the balloon was received deflated. There was contrast in the balloon and inflation lumen. The distal end of the balloon was bunched-up. There was a circumferential balloon tear leading into a longitudinal balloon tear on the distal end of the balloon. The outer shaft was severely extended. The outer was necked down onto the inner shaft due to the extension leading to the closure of the inflation lumen. The extension of the outer shaft was observed between 5.0 -15.5 cm from the distal tip, outside the tack weld location. The severe extension may have occurred during handling the catheter during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).